Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The ECG board was replaced as a pre-caution. The device was recertified and returned to the customer. The ECG board was returned to zoll chelmsford. The customer's report was unable to be duplicated. The ECG board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.